Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing bent infusion set cannulas, insulin leakage, e4 (occlusion) errors, and elevated blood glucose while using the infusion sets. Her blood glucose elevated to 400 mg/dl. Her normal blood glucose range is 100-110 mg/dl. She changed the infusion site and bolused to lower her blood glucose. She stated e4 was displayed on the infusion device and when the headset was removed, the cannula was bent in a "l" shape and her clothing was wet due to leaking insulin. She stated, she had difficulty inserting the headset on a couple of occasions and she moved it to different parts of her body until she was able to insert it. She would notice the issues within 1-4 days after use. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.